Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 500 mg/dl. The customer was treated high with pump using a manual injection. The customer had reported no symptoms. Customer¿s high blood glucose level was 500 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 500 mg/dl. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low and high blood glucose. The customer was assisted with troubleshooting for air bubbles. Customer stated during troubleshooting that there looked to be air bubbles in tubing. Approximate size of air bubbles is did not confirm, customer stated they were not champagne bubbles. Air bubbles were noticed by customer during therapy. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.